Manufacturer narrative:
Product analysis: the device was returned with the stent off the balloon. The stent did not return for analysis. There was no damage to the distal tip of the delivery system. The balloon folds were unopened and intact. Crimp impressions were visible over the balloon working length. (B)(4).

Event description:
It was reported the physician was attempting to use an integrity stent to treat a severely calcified, moderately tortuous proximal rca lesion with 80% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. During the procedure, resistance was encountered when advancing the device. The physician reported having difficult removing the device / balloon prior to stent deployment / balloon inflation. The stent was sheared off the balloon by the guideliner. The dislodged stent was compressed by another stent to the vessel wall. The event was reported to be due to a highly calcified lesion and /or interaction with the guide-liner used. No damage was noted to the guidewire on removal from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.